Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported issue could not be duplicated. The interconnect cable was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
It was reported the sys had intermittent communications errors and would not boot up. There is no report of pt injury or death.